Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported while in the cath lab, the md inserted the intra-aortic balloon (iab) via the patient¿s right femoral artery. The iab was inserted through a ¿standard cath lab sheath.¿ after the iab was inserted the md noticed the leakage of blood from the body of the sheath introducer when he proceeded to secure the sheath to the patient¿s skin by suturing. The md attempted to ¿seal¿ the sheath and stop the leaking with a suture ¿ unsuccessfully. As a result, the iab and sheath were removed as one unit. A second sheath and iab were inserted into the same insertion site successfully. There was no reported patient death or injury. The iab therapy was not delayed or interrupted. There were no reported patient complications. Medical/surgical intervention was not required. The patient outcome is listed as the patient is doing well.